Manufacturer narrative:
H2 corrections: b2 - life threatening, hospitalization, disability or permanent damage, and required intervention removed. H6 - health effect clinical code 1770 removed. Health effect impact codes 4607, 4641, 4644 removed. Medical device problem code 2993 removed and replaced with 3189 (no apparent adverse event). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, it was reported that there were no issues noted with this device; however, since an initial report was filed, a follow up is required to update that no issues occurred with the clip device. Based on the information reviewed, there was no reported device malfunction or patient effects associated with the clip device. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter mentioned in b5 will be filed under a separate medwatch report number.

Event description:
Subsequent to the previous report, the additional downgrading information was received regarding the clip device. Additionally, a complaint was received against the steerable guide catheter used in the same procedure: when the steerable guide catheter (sgc) advanced, and prior to clip placement, a small to moderate sized pericardial effusion. The effusion influenced the patient¿s hemodynamics. As treatment, a pericardial drain was placed percutaneously. The patient had respiratory insufficiency, requiring intubation. Reportedly, the exact cause of injury is unclear. The guide wire is suspected to induce the injury at early advancement, and the injury was also associated with the sgc. Regarding the clip device, there was no thrombus observed on the echocardiogram. The thrombus was suspected due to the patients atrial fibrillation. Per physician, the stroke event was unrelated to any mitraclip device.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a cerebrovascular accident. (B)(6) study. Patient ID: (B)(6) it was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr), and a posterior leaflet flail. Two mitraclips were successfully delivered and deployed, reducing the mr to mild, grade 1+. Following discharge on (B)(6) 2024, the patient had slumped over in the car and the patients family member drove him directly to the ER entrance. A stroke was diagnosed. The patient was admitted to the hospital and a percutaneous coronary intervention was performed. A non-abbott stent was placed, and medications were provided as treatment.